Event description:
It was reported that the patient complained of tiredness. The lead warning triggered, and the ventricular lead exhibited low impedance and some undersensing while in bipolar configuration. The lead was changed to unipolar and will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low ventricular impedance/resistance. (B)(4) low impedance paces recorded post lead warning recorded on (B)(6) 2010.